Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that there is physical damage to the insulin pump. The blood glucose reading was 106 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window, a cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, and a cracked battery tube threads.